Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a static fill estimate of 65 units despite ongoing insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer received education from technical support that this could occur due to large differences in measured pressures used to estimate remaining insulin and was informed that once the actual insulin amount matched the static display, the fill estimate would begin decreasing normally, which customer understood and acknowledged.